Manufacturer narrative:
(B)(4).concomitant products: 15-106060 588710 m2a-38 cup non flared sz 60mm. 11-173661 087430 m2a 38mm mod hd -3mm nk. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Review of the revision op notes reveal patient underwent a left hip revision procedure approximately ten (10) years post implantation on (B)(6) 2016. Revision operative findings show surgeon noted large cyst or pseudotumor. The head was removed from the trunnion with no complications and surgeon noted stem to be well fixed. Surgeon also noted trunnion had oxidation changes consistent with thin black color corrosion. Postoperative diagnosis reveal patient had adverse tissue effects with loose cup and bony lysis behind the acetabular component. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02834. 0001825034-2017-02835.

Event description:
It was reported by patient¿s left was revised approximately 10 years post-implantation due to metal on metal complications and damage to patient¿s hip. Revision operative notes noted thin black color corrosion on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Postoperative diagnosis stated failed left total hip replacement due to local adverse tissue effects from metal-on-metal hip replacement with loose cup and osteolysis behind the acetabular component and the posterolateral proximal femur. Sizeable cystic pseudotumor overlying the greater trochanter and posteriorly tracking down into the hip joint and involving hip capsule. Revision operative report noted a cystic mass in the trochanteric bursa. The pseudotumor was removed. The fluid was noted to be clear and watery. The pseudotumor was sent to pathology. The trunnion had oxidation changes consistent with corrosion. The corrosive was polished away.